Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment of a battery connectivity issue, the main printed circuit board (pcb) was replaced as preventative. Analysis also noted that the upper case was broken, the shortening bar was contaminated, and the display wire was pinched, insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a battery connectivity issue and toggled between battery and internal power. The epg was returned for servicing. There was no patient involvement.